Event description:
It is reported that the pt's left knee was revised due to pain and wear. The implant date was in 2000.

Manufacturer narrative:
This report will be amended when our investigation is complete.